Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: partial nephrectomy event description: the [competitor device] manual stapler seemed to be getting stuck in the 12mm trocar, and it ended up pulling the entire trocar out when he removed the stapler. On the back table they were inserting the stapler into the trocar to test it and noticed it was getting caught on something and took a video to document it. They continued to test it and then the clear seal inside the trocar popped out. They sent me the video, pictures, and the official complaint document they filled out for this instance which includes the type of stapler and load they were using. Additional information was received via email on 12jan2024 from applied medical representative: there was no patient injury and the patient is doing "good". The case was completed with a [competitor device] 12mm trocar. The product is not available for return as it was thrown away after the case. Intervention: opened a [competitor device] 12mm trocar to complete the case. Patient status: good

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided, confirming the complainant¿s experience of shield dislodgment. The clear component was identified to be a shield, an internal plastic component of the seal. Based on the photograph of the event unit and the description of the event, it is likely that the dislodged shield was caused by the partially opened stapler jaws when it was inserted or removed through the trocar.

Event description:
Procedure performed: partial nephrectomy event description: the [competitor device] manual stapler seemed to be getting stuck in the 12mm trocar, and it ended up pulling the entire trocar out when he removed the stapler. On the back table they were inserting the stapler into the trocar to test it and noticed it was getting caught on something and took a video to document it. They continued to test it and then the clear seal inside the trocar popped out. They sent me the video, pictures, and the official complaint document they filled out for this instance which includes the type of stapler and load they were using. Additional information was received via email on 12jan2024 from applied medical representative: there was no patient injury and the patient is doing "good". The case was completed with a [competitor device] 12mm trocar. The product is not available for return as it was thrown away after the case. Intervention: opened a [competitor device] 12mm trocar to complete the case. Patient status: good